Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent top manifold control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit's bag/vent switch would intermittently malfunction when switching to mechanical ventilation. No report of patient injury.